Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had strange noise in motor. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. Customer stated that the while changing the reservoir and he noticed that now the insulin pump had motor sounds very different, only when doing fill tubing. The customer was treated with insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No drive/motor anomaly during testing.